Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimate date (date of event was unknown). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device found the device was partially deployed. The posterior cuff was attached to the needle tip; however, both the cuff and needle tip remained in the foot pocket after the needle had deployed. The plunger was returned pulled out of the device. The anterior cuff was not attached to the needle tip and was out of the foot pocket with the tabs flattened. This indicated that the plunger was not completely deployed, preventing the posterior needle from ejecting the cuff and needle tip out of the foot pocket. The condition of the anterior cuff indicates there may have been interference between the cuff and needle tip during deployment, preventing the cuff from attaching to the needle tip. This finding indicates that the cause of the reported unspecified device malfunction appears to be related to operational influences during use and not a product quality deficiency. The needle trajectory testing found the trajectory, depth and mandrel travel of the returned plunger was acceptable and not a contributing factor in the event. The needle trajectory of each device is inspected during manufacturing to assure the device functions according to specification. The instructions for use states: while maintaining device position, deploy needles by pushing on the plunger assembly until the collar of the plunger makes contact with the proximal end of the device body. Visually confirm that the collar of the plunger is in contact with the body of the device. Disengage the needles by pulling the plunger assembly back and completely remove the plunger and needles from the body of the device. One suture limb will be attached to one end of a link. The other end of the link will be attached to the anterior needle. The posterior needle will be free of suture. Pull back on the plunger until the suture is pulled taut. When the needles are not fully deployed they may not fully engage or be ejected from the foot pockets preventing harvesting of the sutures and achieving hemostasis. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handing database was performed and there was no indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an unspecified procedure. Reportedly, the device malfunctioned. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.